Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc needle pierced through the catheter. The following information was provided by the initial reporter, translated from chinese to english: nurse administers an indwelling needle to a patient, promptly discovers a new indwelling needle core through the hose, replaces it immediately.

Manufacturer narrative:
1. DHR/bhr review(lot#1293731): 1) this batch of products were assembled at intima ii auto line 3 in october 2021, and packaged at r240 package line in october 2021. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no needle through catheter is found. 4. After the final assembly of the catheter hub and paddle hub in zone 5, there are visual detection systems to detect 100% needle through catheter and lie distance. The vision detection systems are challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received, the root cause of needle through catheter cannot be determined. This complaint is an individual case and the plant will continuously track and monitor such defects.

Event description:
No additional information provided.